Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No auto off alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an auto off alarm that could not be cleared. During troubleshooting, the customer removed the battery for ten minutes, but received the alarm again once it was replaced. Blood glucose level at the time of the incident was 124 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.